Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that following intraocular lens (iol) implantation, the patient experienced poor quality vision and excessive glare from lights. The lens was subsequently removed and replaced with a monofocal lens in a secondary procedure. The clinical reason for explant was that the patient was unable to refract well and had limited visual acuity. Additional information has been requested but is not available at the time of this report.

Event description:
According to the additional information received, the iol was exchanged for a different lens model and one diopter more power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury per regulations. No further reports required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.